Event description:
Medical affairs was unable to get in contact with pt, and will be sending them a letter. Pt called alleging that their one touch meter was not powering on, which resulted in hospitalization. Pt was unable to turn on the meter. They changed the batteries on the meter and meter still had no power. Pt took their medications for diabetes and then went to the ER. Pt did not have any symptoms of high or low blood sugar. Pt was tested on the hospital meter (brand unk), which read 384 mg/dl and was treated with IV. Pt was in the hospital for 3 days. Ccr was unable to resolve the issue and sent pt a new meter.